Manufacturer narrative:
D4) model number is xeridiem part number; catalog number is part number of exclusive distributor cook medical that appears on the label. Device was not returned to xeridiem for evaluation. Choice of codes based on the following summary of the investigation: the device was not returned to xeridiem for evaluation. However, information from the user medwatch indicates that the rn administered IV fluid bolus through the balloon inflation port, causing the balloon to burst. This is an improper use of the device. The three ports of the device are clearly labeled med, feed and 5-10ml. The "5-10ml" is the recommended inflation fill volume for the balloon, thus indicating the purpose of that particular port (particularly in contrast to the labeling of the other two ports). The IFU indicates recommended inflation fill volume is printed on the device. In addition, review of the production lot's records did not show any issues for balloons during device manufacturing and testing. Xeridiem will continue monitoring for trends.

Event description:
Reported via user facility medwatch (B)(4): rn (registered nurse) inadvertently administered a fluid bolus through the balloon port of the g-tube causing the balloon to rupture. The patient complained of pain and felt a "pop" sensation. A stat CT confirmed a balloon rupture and pneumoperitoneum. The patient was taken emergently to the or (operating room) for exploratory laprotomy, gastric wedge resection, and gastrojejunostomy tube placement. There are 3 ports on the device, 1 is labeled "5-10ml" (not clearly labeled as balloon port), one is labeled "med" and one is labeled "feed". The order for the bolus was entered as an IV order so the nurse used an IV bag of ns (normal saline) and IV tubing which was able to be attached to the balloon port.